Event description:
It was reported that the patient underwent a surgical procedure to explant the artificial urinary sphincter (aus) due to fluid loss from the system. A new aus was implanted. No patient complications were reported.